Manufacturer narrative:
Patient sex provided. The door winch assembly will not be returned as it was discarded.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The door was not closing completely and the rotor was not spinning automatically or manually. The door winch assembly was replaced, 2d/3d images were acquired, gantry movements were performed, the invalidate home procedure was completed, rad and fluoro gain calibrations were performed, and the issue was resolved. The door winch assembly has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that just prior to a spinal fusion procedure, the imaging system door could not be closed completely and images could not be acquired. For this reason, the procedure was postponed to a later date. The patient was not under anesthesia, and no incision had been made when this decision was made. Initial troubleshooting found that the door dingus was damaged and the rotor was not in alignment. No negative impact to the patient was reported.